Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. One episode of pacing inhibition was identified; however, the patient's intrinsic rhythm was present. A procedure was performed in an attempt to revise the lead. Access could not be gained and the procedure was postponed. An additional procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.